Manufacturer narrative:
A dreamstation 2 auto CPAP device was returned to the product investigation lab (pil) for additional testing. The pil performed an external and internal inspection of the device and observed the following: iso (international organization for standardization) port had white dust-like contamination in it. Heater plate had dust-like contamination on it. Inlet/outlet seal had white dust-like contamination on it. Possible thermal events across the back of the pca (printed circuit assembly) at q4 and j4. Potential mineral deposits on top of pca (printed circuit assembly) indicate possible water was on the pca. Ui (user interface) panel discolored underneath from thermal event. Lcd ribbon burned from possible j4 thermal event. Dust-like contamination on the blower motor. Dust-like contamination at the air inlet of the blower box. Dust-like contamination in the blower box. Dust-like contamination in the bottom enclosure. Dust-like contamination on the heater plate spring and on the bottom enclosure under the heater plate spring. Missing the water tank. The source of contamination was most likely external to the device. Pil was able to confirm the complaint of device stopped working. Possibly due to the multiple thermal events. The device was scrapped after the evaluation was completed.

Event description:
The manufacturer received information alleging the dreamstation 2 auto CPAP device was shutting off/on, had flashing lights, and was not blowing. There was no death, serious harm or injury, and no medical intervention was reported. The device was returned to a third-party service center for evaluation. During the evaluation, the customer's complaint was able to be replicated and found that the device had a burned pca (printed circuit assembly), advanced auto CPAP modem, and ui bezel plus. Additionally, the device had an error code e015 (cycle handler overrun), the reusable pollen filter needed to be serviced, the inlet/outlet seal, blower, blower outlet seal/isolator kit, blower box, iso port, and heater plate were all found to have unspecified contamination, and the center enclosure kit and the top enclosure kit had physical damage. The device was not repaired by the third-party service center and will be returned to the manufacturer's product investigation lab (pil) for further investigation.